Event description:
It was reported that the patient's lead had eroded. The patient outcome was not provided.

Manufacturer narrative:
Product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead. Product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead. Product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger. Product ID 37743, serial # (B)(4), product type programmer. Product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension. Product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension.